Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to a disabled charge and discharge field-effective transistors (fets) as well as an enabled safety flag. These observations are due a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6) within the an alyzed period. The power sources were lubricated prior to release. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported battery not recognized event can be attributed to a memory corruption of the battery, triggering a safety flag that rendered the unit inoperable. CAPA pr00519785 is investigating this battery issue. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 02-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01. B15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) d9: yes, return date: 02-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01. B15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: three (3) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to a disabled charge and discharge field-effect transistors (fets) as well as an enabled safety flag. These observations are due to a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. An attempt to reset the main integrated circuit was able to reestablish the battery's functionality. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6) and (B)(6) within the analyzed period. The power sources were lubricated prior to release. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported battery not recognized event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for a correction to: e4. Email: added investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-apr-2021 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-apr-2021 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching and a third battery was not recognized by the controller. Two of the batteries were replaced and the third battery was removed from service. No patient complications have been reported as a result of this event.